Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) found the inlet tubing for the b/f wash probe was popped off. The fse found that the tip of the b/f wash probe was worn out. The fse replaced the tip. Customer ran quality controls and verified results were within established assay ranges. The instrument was performing within specifications. The aia-360 instrument was installed at the account on 06-dec-2016. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 06-dec-2016 through (B)(6) 2017. There were no other complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states that error message 3022 leak sensor s702 detected is generated when the leakage sensor s702 is activated. The operator is instructed to contact the service department. The aia-360 training manual under tab 8, troubleshooting, indicates that error message 2017 substrate purge failure is generated when no substrate was dispensed at the daily maintenance. The operator is instructed to check substrate level and replace as necessary, repeat daily maintenance. The most likely cause of the reported event was the b/f wash probe tip being worn out.

Event description:
On (B)(6) 2017 a customer getting "2017 substrate purge failure" and "3022 leak sensor s702 detected" error messages on the aia-360. The customer reported seeing liquid dripping from the right bottom side of the aia-360 instrument. The customer is unable to run patient samples on creatine kinase mb isoenzyme (ck-mb), cardiac troponin I (ctnl), and beta human chorionic gonadotropin (bhcg). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ck-mb, ctnl, and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.